Event description:
This is the second report of two reports concerning the same pt and same surgery date. (See mfg report number # 3004608878-2014-00077). This report concerns the endoscopic gastric release system lot number pa0016. It was reported "blades would not retract. This happened during endoscopic gastroc recession surgery. Cut skin when exiting the wound. (This) required more sutures than usual". On (B)(6) 2014, additional was received from the reporter. The pt had surgery on both feet using two egr systems. The surgeon had the same issue with (2) egr blades that did not retract. The pt was cut on both feet. One wound was reported as "worse" than the other but the specific lot number of the specific foot related to the "worse" event was not known by the surgeon or the reporter.

Manufacturer narrative:
The device involved in the reported incident has been received for eval. An investigation has been initiated based on the reported info.